Event description:
The physician reports noticing a ring of postoperative fibrosis. Limited details were provided, however, the reporter stated that only one crystalens patient had significant fibrosis which resulted in z-syndrome and optic vaulting. In this patient, the fibrosis progressed in both eyes despite meticulous cortical clean up and vacuuming of the anterior capsule and equatorial region. The case was referred to a third party ophthalmologist for review and the conclusion was that the fibrosis is a result of the anterior and posterior capsules fusing peripheral to the optic, producing a fibrotic ring posterior to the optic. This can contract which decreases the posterior diameter and induce lens vaulting. This is accompanied by significant flare in the anterior chamber and the capsular contraction may continue for up to 10-12 weeks. Mitigation is prescription of topical steroids and nsaids. Once the eye is quiet and the patient is at least 12 weeks postop, a yag treatment can be performed to address the lens position.

Manufacturer narrative:
Root cause: other: according to the 3rd party ophthalmologist, the root cause of the reported event of lens vaulting was attributed to capsular contraction syndrome.